Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient felt a shock, and visited to the hospital. When checked, impedance abnormality and noise was observed. It was determined that the lead broke (conductor cable broke). Patient was discharged after therapy was turned off.